Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and immediately after the start of ablation, the catheter display shifted. They replaced the indifferent electrode patch and the cable, but the issue did not improve. They replaced the catheter with a new one, which improved the issue. The procedure was completed without patient's consequence. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, visual inspection and magnetic sensor functionality test of the returned device was performed. Visual inspection revealed reddish material inside the pebax, and microscopic examination showed a separation between the pebax and electrode. This finding is MDR reportable.

Manufacturer narrative:
The smart touch bidirectional sf device was returned to johnson and johnson medtech for evaluation. Visual inspection and magnetic sensor functionality test of the returned device were performed following johnson and johnson medtech procedures. Visual inspection revealed reddish material inside the pebax, and microscopic examination showed a separation between the pebax and electrode. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The visualization issue reported by the customer was confirmed based on the reddish material observed. The root cause of the pebax separation is related to the manufacturing process of the device. - the device instructions for use (IFU) contain the following information: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. - the carto 3 instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids from getting inside into the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).